Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during contrast injection, there was proximal rupture of the catheter with development of direct avf (arteriovenous fistula). Catheter leak was reported in the distal section during use. The catheter was not inspected or tested prior to use. Vessel perforation was also noted. Surgical or medicinal intervention was required; avf occlusion with embolic liquid was done. Catheter rupture was also reported but it was ruptured (intact) in the distal section. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. The injection rate was 3 ml/s. The catheter was cut to remove it from the body without losing the access and the position of the wire. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for meningioma embolization. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 2mm diameter. Patient has a medical history of pretreated meningioma and cephalea. Ancillary devices include an envoy 6 guide catheter.